Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. Concomitant medical products and therapy dates: motor device; (B)(6) 2020. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, the attachment device would not seat or lock appropriately while being used with a motor device. It was reported that the procedure was delayed 5-10 minutes while trouble shooting and opening a spare drill device. During in-house engineering evaluation, it was determined that the device had heat and vibration, the device was worn, had corrosion/rusting/pitting, and the color band chipping/fading. It was further determined that the device failed pre-test for color band fading, vibration and temperature. It was reported that the device was used in surgery and there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.